Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/19/2019.

Event description:
The customer reported touchscreen failure. There was no patient involvement.

Manufacturer narrative:
G4: 06nov2019. B4:(B)(6). Replacement touch screen was sent to the customer to address the reported issue. This is a part only customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.